Event description:
Customer took a blood glucose reading and received a result of 228mg/dl. Even though they felt dizzy they dosed 8 to 10 units of insulin. The customer passed out and the emergency medical technicians were called. They received a result of 61mg/dl. The customer was taken to the emergency room, no treatment was given. No controls were in use. A request was made for the return of the suspect device and replacement was sent.